Event description:
Revision surgery was reported due to a defect of the rotator cuff.

Manufacturer narrative:
Based on the performed investigation a contribution of the implants to the reported defect of the rotator cuff is not evident.